Manufacturer narrative:
No device associated with this report was received for examination. Manufacturing process error has been confirmed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The der states that a global unite with an apg + glenoid component was performed. The proximal body was opened from its implant box and placed on the field by the nurse. When the tech proceeded to assemble the proximal body to the distal stem, the tech, the sales rep, and the surgeon noticed that the set screw was in the proximal body was placed incorrectly. Instead of the set screw being accessed by the screw driver from the lateral shoulder of the implant, the head of the screw was pointing down and inside of the mating portion of the proximal body. It had to be fully loosened, removed, and then placed in the correct orientation. The surgeon request this matter to be looked into and lots affected to be removed.